Event description:
It was reported that the pt experienced strong headache due to cerebrospinal fluid leakage (csf) during the implant procedure. Csf was noted during entry of the needle into the epidural space prior to placing the guide wire. According to the follow-up on (B)(6) 2012, the issue was resolved and the pt was doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.